Event description:
Multiple sets of breast implants after sub q mastectomies (bilateral) one set of textured implants on (B)(6) 1990 all since removed. I now have a rare neoplasma in pancreas. (Surgitek implants were reported to FDA by doctor in (B)(6) 1989 - FDA found "serious injuries. (B)(6). I became very ill after implants - the only medications I was taking due to receiving implants was hormones replacement after the rupture. Triglycerides elevated to almost 700 - (prior approx 100) - my immune system is damaged. So many multiple dx over years is too hard to remember (same dx's). It was recommended by the 3 opinions and received to have my pancreas and gall-bladder and spleen removed - I was given a prognosis of 2 to 2.5 years to live without the surgery at (B)(6) - prognosis was via (B)(6). I didn't feel well enough to endure the surgery. Have been advised via (B)(6) to have pancreas removed.